Event description:
It was reported this esophageal stent was placed without incident on november 4, 1998. Following placement of the stent it was noted the covering of the stent migrated in the patient. No further details regarding the circumstances surrounding this event are available. The device has not been returned. Therefore, a failure analysis is not available. Without evaluating the device and without further details, co is unable to determine the cause for this event. Directions for use list as potential complications...."stent migration".